Event description:
It was reported to philips that the system did not start up after a power outage. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and conformed that the system does not turn on. During diagnosis fse found issues with the host pc. Fse ordered the host pc. Fse replaced the host pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.